Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it was reported to not be available. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Based on the information received the root cause of the endocarditis is most likely due to patient related factors/conditions and is not related to device malfunction.

Event description:
Edwards received information that a 25mm bioprosthetic was explanted after implant duration of four (4) months, nineteen (19) days, due to streptococcus sanguis. Through follow up with the healthcare provider edwards learned the patient had aortic valve endocarditis, "almost certainly due to impacted infected wisdom teeth, which were completely asymptomatic." The patient's teeth were subsequently extracted which was complicated by significant amounts of bleeding. It was reported that during teeth extraction recovery phase the patient also ruptured spleen and required splenectomy. The 25mm aortic valve was exposed and found to have multiple tiny lesions on all valve surfaces. The explanted device was replaced with a 25mm aortic bioprosthetic valve. The patient was transferred to the intensive care unit (ICU) in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: this device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. The device was not returned to edwards for evaluation. Attempts to retrieve additional information and return of the device are in process. If additional information is received a supplemental MDR will be submitted. Without additional information or return of the device the clinical observation cannot be confirmed and root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm aortic bioprosthetic valve was explanted due to unknown reasons after an implant duration of four (4) months, nineteen (19) days. The explanted device was replaced with another 25mm aortic bioprosthetic valve.